Event description:
During an urethroplasty procedure, the suture broke and suture knot was loose. The surgeon applied another product without pt injury.

Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The condition of the suture when returned displayed evidence of exposure to the air which can cause deterioration of the suture and loss of tensile strength. Unfortunately, the packaging was not available for evaluation preventing us from reliably determining the exact cause for this condition.